Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The sys was tested and found to be working as intended, and put back into svc.

Event description:
It was reported that the 9600 system had a power surge then an interlock error followed by no image shown during a case. The 9600 system had to be removed and the procedure was completed with another system. No pt injury was reported.